Event description:
Cardiac perforation and pericardial effusion were reported. The ventricular lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.